Event description:
During service by baxter, the device failed accuracy test information was not provided regarding whether or not there had been any patient injury or medical intervention associated with the device.